Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, after being paced at 180 beats per minute (bpm) during the pre-implant balloon aortic valvuloplasty (bav), the pulse did not appear. An escape beat of 40 bpm and atrio-ventricular (av) block was reported. Temporary pacing was used. The patient returned to their room at 80 bpm. The day following valve implant the blood pressure decreased and pulseless electrical activity occurred. Cardiopulmonary resuscitation was performed, and the heart rate resumed. A head computed tomography (CT) was performed due to pupil changes. A subarachnoid hemorrhage and hydrocephalus were identified. Seventeen days later the patient died.